Event description:
It was reported that one year after a fluoroscopic treatment using an advantx lcn+, a patient exhibited hair loss and red facial skin blotches. Te system was inspected, the system logs reviewed, and the maintenance logs were reviewed. The dose idf was measured in both planes and found to be within specification. No system problems were found and the system performed as intended. It was determined that the fluoroscopic treatment had lasted 2.5 hours.